Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a severely bent grip tip causing them to be misaligned. The offset at the tips was 8.13mm. The grips were not found to be cracked. Additional observation(s) not reported by site: the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling or misuse of the instrument. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was bent and does not line up. The procedure was completed with no reported injury.